Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor came out of patient¿s incision. The patient tried pushing the device back in; however, the site developed a scab. The physician decided to remove the device. The device was explanted on (B)(6) 2019. The patient had no consequences.